Event description:
A malfunction was reported on the customer's pump, but there were no notable events prior to this issue. The impact on the customer's blood glucose level was unclear as the caller declined to answer whether it exceeded 500 mg/dl. No adverse impact on the blood glucose level was confirmed. Customer technical support provided pump reset information and assisted the caller in resetting the pump, with no recurrence of the malfunction code after the reset. Customer was advised to continue using the pump and to call back if the malfunction code appears again, which was acknowledged by the caller.